Event description:
It was reported by service report that the fowler does not hold its position when weight is applied. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
Result: fowler brake.